Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. The aortic neck has a slight angulation. It was reported the patient was followed on a regular basis and there was no evidence of endoleak for approximately 35 months. It was reported that the CT demonstrated a type iii endoleak halfway between the flow divider and the top of the stent graft. The physician is unable to determine the cause of the type iii endoleak. The physician placed three aortic cuffs from another manufacturer and the type iii endoleak resolved. No additional clinical sequelae were reported and the patient is fine.